Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed what appears to be functional undersensing due to a premature ventricular contraction falling into blanking, this caused the device to deliver a ventricular pacing and then the patient went into ventricular tachycardia (vt). The patient received anti-tachycardia pacing (atp) and an electric shock that terminated the arrhythmia. After this, the patient went to the emergency department. It was reported that the patient had received atp and shocks at other episodes. According to field representative the physician did not make a statement on wether the blanking and undersensing were the cause of the vt. The device was reprogrammed and medications were modified. The patient was admitted for palpitations but without arrhytmia. The systems remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested, and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed what appears to be functional under sensing due to a premature ventricular contraction falling into blanking, this caused the device to deliver a ventricular pacing and then the patient went into ventricular tachycardia (vt). The patient received anti-tachycardia pacing (atp) and an electric shock that terminated the arrhythmia. After this, the patient went to the emergency department. It was reported that the patient had received atp and shocks at other episodes. According to field representative the physician did not make a statement on whether the blanking and under sensing were the cause of the vt. The device was reprogrammed, and medications were modified. The patient was admitted for palpitations but without arrhythmia. The ICD has been explanted due to normal battery depletion and returned for analysis. No additional adverse patient effects were reported.